Event description:
It was reported that following the procedure the patient could not feel their legs and allegedly experienced prolonged weakness. The patient was given an MRI which showed air or fluid in the spinal space and underwent an additional spine surgery. There was no alleged device malfunction. Per sales representative, there was no alleged device issue during procedure.